Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seal removed and broken on both bottom case and plunger assembly. There was a small cracked on the side of top case by the tube holders also cracked right plunger case. The pump event history log review showed a motor rate error during occlusion test. The technician found the leadscrew and clutch halves does not operate as intended, motor assembly had been replaced by customer. The technician replaced the damaged top case and right and left plunger cases. Installed missing left plunger case o-ring and replaced battery due to low lmd. Cleaned, greased and calibrated the device, and performed power up process, occlusion test and all functional tests which passed. Returned l-bracket and power cord with the pump. The pump is over 13 years old. The root cause of the issue could not be determined.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.